Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular capture management of the device was showing high thresholds. The manual thresholds were consistently acceptable. The device remains in use. No patient complications have been reported as a result of this event.